Manufacturer narrative:
(B)(4). Method: the complaint icon CPAP was returned to fisher & paykel healthcare in new zealand where it was visually inspected. Results: visual inspection of the complaint unit revealed that the power cord was cut off and the primary wires were visible. Conclusion: it is not possible to conclusively determine why the power cord was cut off from the provided information. The nature of the damage suggests that the power cord damage may have been due to misuse of the product. During initial assembly of the icon cpaps, all power cords are visually inspected for damage. Once the assembly process is completed, all the devices are visually inspected again before release for distribution. The icon CPAP is designed to the electrical safety standards ul60601-1 and as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector (power cord) and the cases are flame retardant according to ul 60601-1 and as/nzs 3200.1. Our user instructions that accompany the icon CPAP humidifier state the following: - "only operate if the device, power cord and plug are dry and in good working order." - "do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended."

Event description:
A distributor in japan reported that an icon CPAP humidifier had a damaged power cord. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint icon CPAP is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported that an icon CPAP humidifier had a damaged power cord. No patient consequence was reported.